Event description:
It was reported that the customer received readings from his sensor that were significantly off from his blood glucose. The customer's blood glucose was 159 mg/dl. The customer stated that during the event, his blood glucose was 160 mg/dl and the sensor reading was 74 mg/dl. It was found that the customer was following proper calibration procedure. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.